Event description:
A customer reported that a large amount of air entered the pt's eye during surgery. The staff believes the air came from around the auto stopcock. The air line was clamped and the surgery was completed with no impact to the pt.

Manufacturer narrative:
Investigation including a root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).